Manufacturer narrative:
Additional product code: dro. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an unseated flex cable on the system board. The flex cable and cable interlock were replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.